Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: no battery cap returned. All testing performed with a test battery cap. Pump powers with test battery cap to a dim discolored display. Battery compartment cracks observed in thread area and below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.